Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was received, evaluated and confirmed by the supplier. The blood pump segment of the arterial line showed a cut long about 2 cm followed by a superficial abrasion long 5 cm. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter (B)(4) to reported that , during patient use the pump segment burst after 28 hours of use. Blood flow was 180 ml/min for 10 hrs and 240 ml/min for 18 hrs. The total volume of blood loss was limited to approximately 30 ml. The patient's treatment was continued with another aquarius machine. There was patient involvement, but no injury reported.